Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had the original trochanteric fixation nail (tfn) surgery (B)(6) 2015 for a sub-trochanteric femoral fracture and was revised on (B)(6) 2015 because the spiral blade had backed out. This was identified by x-ray on an unknown date. The tfn hardware was easily removed without any additional intervention and the patient was converted to a total hip replacement. Surgery was completed successfully without surgical delay. No additional information is available. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the complaint condition is unconfirmed since x-rays could not be obtained and the complaint condition could not be replicated. The designs were found to be sufficient for their intended use when used as recommended. Although the root cause cannot be definitively determined, the returned condition is consistent with the result from not implanting the end cap to a sufficient depth and torque and thus not properly securing the assembly. The risk assessment does not adequately address the hazard of not properly tightening the end cap. Although the root cause cannot be definitively determined without additional information regarding the user technique, the returned condition is consistent with the result from not implanting the end cap to a sufficient depth and torque and thus not properly securing the assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that synthes manufactured the 120° ti locking sleeve, p/n 456.012, lot #a3iw768 for 26 pieces started on (B)(4) 1996. Initially, the part was inspected and conformed to the synthes final inspection sheet #456f010, revision ¿c¿. The parts were released to the warehouse on september 23, 1996. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 120° ti locking sleeve was made to the synthes drawing p/n 456.012, revision ¿c¿, released on may 6, 1996. Drawing revision ¿c¿ is unavailable in the drawing database; revision ¿d¿ is attached for reference and a marked up copy of revision ¿c¿ from dco #0700086 is included. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.